Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to crosstalk sensing. Sensing and impedance values had dropped nearly half in the last year. The lead remains implanted at this time.